Event description:
The subject underwent aaa endovascular repair using the trivascular ovation prime abdominal stent graft system on (B)(6) 2012. It was noted prior to treatment that the patient had a challenging infrarenal neck due to the proximity of the aneurysmal sac to an accessory renal artery that the physician wanted to preserve due to preexisting renal disease. Upon removal of the aortic body delivery system, the nosecone was caught on a crown of the proximal stent of the aortic body graft. After multiple attempts, the physician successfully removed the delivery system. However, as a result of the attempts to clear the delivery system, the aortic body stent graft was displaced 10mm distal to the landing zone, resulting in a proximal type ia endoleak. An aortic cuff was implanted to resolve the endoleak, which was unresolved. The procedure was terminated due to the additional contrast volume and the patient's pre-existing renal disease. Upon completion of the implant procedure, the physician stated that he exerted too much force on the delivery system and believes the outcome was procedure related.